Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a number 1 button on the keypad was not working during programming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: the device was received by the manufacturer on 30 november, 2018. Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported problem that the number 1 button on the keypad is not working. Evaluation observed many buttons on the key pad to work intermittently and found it to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.